Manufacturer narrative:
A persistent service code was identified by the AED, which led to a recommendation for the device to be removed from service and returned for further evaluation. Upon receipt, the device underwent bench testing. Evaluation confirmed that a component had sustained damage attributed to the device experiencing a drop or significant impact. Due to this damage, the AED was found to be non-functional and would not have delivered therapy if required. While the initial customer report did not involve patient use and was not considered MDR reportable at the time, the manufacturer's investigation identified a malfunction that could potentially result in a delay or failure to deliver therapy in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50.

Event description:
The customer reported that a defibtech AED displayed service code 7090. The issue did not occur during patient use. No harm was reported.